Event description:
Procedure: colectomy. According to the reporter: at the 2nd firing on the marginal artery of the left colon, the part inside the device came off and the clip scissored. The incision was extended by more than 3 cm and the artery was ligated without using the device. There was oozing of blood. Nothing fell into cavity. Operating room time was not extended by more than 30 minutes. Pt age, weight and gender: unk. There was no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).